Manufacturer narrative:
This is a non-sterile device with no expiration date. Imdrf device code a180305 captures the reportable problem of device being stuck in scope, reprocessed, and used in another procedure.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was discovered to be stuck in a non-bsc colonoscope during a screening procedure on (B)(6) 2023. During the screening procedure, when the physician sent forceps down the scope, they encountered an obstruction. The obstruction was found to be a broken brush head (small end). The scope was pulled and another scope was used to complete the procedure. There were no patient complications reported as a result of this event.